Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section and a foreign material inside it. It was initially reported by the customer that when inserting the catheter into the cardiac cavity, sensor error ¿106 cf¿ occurred. Cable was replaced but the issue continued, this issue was resolved by replacing the qdot micro¿ catheter to another new one. The procedure was successfully completed. There were no patient consequences. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 30-apr-2024, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and the electrode section and a foreign material inside it. These findings were reviewed and determined this to be an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between pebax and electrode section and a foreign material inside it. A screening test was performed and the device was recognized and visualized correctly; however inverted force vector appeared in the system with high force readings due to excessive adhesive application on the wires inside the tip. A manufacturing record evaluation was performed for the finished device, and no internal actions was found during the review. The force issue reported by the customer was confirmed. The instructions for use (IFU) contain the following recommendations: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿ 3 system, prior to use of the force feedback feature. Zero the contact force reading when moving the catheter from one chamber of the heart to another or upon reinsertion. The potential cause of the pebax damage cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. An internal corrective action has been opened to reduce force vector inverted failures and internal corrective action has been open to further investigate force sensor sleeve insolation to prevent fluids to get inside the device. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the issue foreign material inside the pebax. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the high force readings due to excessive adhesive application. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).